Event description:
During instrument preventative maintenance (pm), beckman coulter field service engineer (fse) reported elevated laser (ls) offset voltage even after several laser alignments involving the coulter lh 780 hematology analyzer. The instrument also failed the volume, conductivity, scatter (vcs) module at system startup which could not be corrected via cleaning the lens block and/or laser alignment. The customer replaced the lens block unit and ls offset normalized to 0.8 v. The fse completed alignment procedure, system shutdown and startup and latron control; all passed within specifications. It is unknown if erroneous patient results were generated or reported out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event. The instrument conformed to the manufacturer's published specifications and was returned to normal operation.

Manufacturer narrative:
Completed alignment procedure.